Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The auxiliary water channel was buckled due to damage on jet (j)-tube, therefore water could not be supplied. The device evaluation also found foreign material that came out of the secondary channel. Additionally, the following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: the angle wires were stretched resulting in the bending angle in the up direction and the up/down knob failing to meet the standard values. The adhesive on the bending section cover (a-rubber) had a chip. Scratches were found on the following parts: probe (c)-cover, scope connector (sc) cover unit, scope (s)-connector, universal cord, image guide (ig) protector, connecting tube, flexibility adjustment ring, s-cover, switch box, forceps elevator (fe) knob, right/left (r/l) knob, up/down (u/d) knob, control unit, grip, and the objective lens. The objective lens and the universal cord had discoloration. As well as the protector of the universal cord on control section side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that water cannot be sent from the secondary water channel on the evis lucera elite colonovideoscope on (B)(6) 2023. The device was returned for evaluation. During the device evaluation, a foreign object came out of the secondary feed channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was provided. The customer reported issue occurred during an unspecified diagnostic procedure in early may. The procedure was completed using the subject device and was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the auxiliary water channel. Upon further inspection, the material was identified as acrylic fiber (black fiber), work clothes fiber (i.e white lab coat fiber), and a sponge (yellow). The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and although the customer reported they cleaned, disinfected, and sterilized the device before sending it in for repair, no further information was provided regarding the user's reprocessing methods. It is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.